Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct to treat infiltrated bile duct, not accessible with conventional ercp cannulation during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open totally and remain just partially open. The procedure was solved by inserting a guidewire through the axios stent shaft and then exchanging that axios stent with another one. There was no patient complications reported as a result of this event.